Event description:
It is reported that the pt was revised due to pain and poly wear.

Manufacturer narrative:
Eval summary: primary surgical notes state that the tha had an excellent range of motion, stability and restoration of leg length. No complications noted. Revision surgical notes states that the pt was noted to suffer from increasing pain in both the groin and trochanteric region. The entire trochanteric bursa and posterior capsule were extremely inflamed and necrotic. This was debrided. There was good range of motion, no evidence of impingement. Black staining was found after removing the femoral head from the stem trunnion possibly fretting or corrosion. The locking ring tabs were found to be slightly spread and not free moving. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs.